Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, rewind anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had a very loud buzz. It was reported that the insulin pump had set up for a bolus without doing anything (once or twice). The insulin pump will not be returned for analysis.